Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon visual inspection of the received complaint device, evidence of clinical use and an indention in the teflon pad was identified. The results of the visual and functional testing performed determined that the reported event was not confirmed. A review of the DHR supports that the device met all inspections and test criteria prior to release from stryker. Therefore, the most likely root causes may be attributed to: ancillary equipment issues (e.g. Hand piece); user selects improper min settings on generator; improper usage and inadequate cleaning of instrument; applying improper or inadequate directional force. The instructions for use (IFU) state: during benchtop testing of vessels >5 mm, the strongest vessel seals were achieved by allowing the advanced hemostasis mode to completely transect the targeted vessel. Use the torque wrench (already mounted to the shaft) to tighten the blade onto the hand piece. Turn the torque wrench clockwise while holding only the gray hand piece until it clicks twice indicating that sufficient torque has been applied to secure the blade. Note: do not use any other means than the torque wrench to attach or detach the instrument from the hand piece. Note: do not torque the instrument by hand without the torque wrench or damage may occur to the hand piece. Note: hold only the gray hand piece and not the instrument handle while applying the torque wrench (illustration 2). The instruments allow for the coagulation of vessels up to and including 7 mm in diameter, using the advanced hemostasis hand control button. Do not attempt to seal vessels in excess of 7 mm in diameter. If activation is unintentionally stopped while sealing, maintain jaw closure and reactivate. The instrument can be used for dissection, grasping, coagulation, and cutting between the blade and clamp arm. Note: to achieve complete sealing, the trigger should be fully closed and the vessel fully contained between clamp arm and blade of device. An audible and tactile "click" indicates full trigger closure. To achieve full closure of the jaws of the device, squeeze the plastic trigger until you feel it stop against the plastic handle (plastic to plastic) (illustration 9). If full trigger closure is released prior to or during activation on tissue, an audible and tactile "click" is evident. Increase grip force until full trigger closure is achieved. For optimal performance and to avoid tissue sticking, clean the instrument blade, clamp arm, and distal end of the shaft throughout the procedure by activating the instrument tip in saline (illustration 5). Note: do not touch the instrument to metal while activated (illustration 6). Note: do not clean the blade tip with abrasives. It can be wiped with a moist gauze sponge to remove tissue, if necessary. If tissue is still visible in the clamp arm, use hemostats to remove residue, taking care not to actuate the hand piece. If desired, the instrument may be unplugged (illustration 7). The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported the patient was having a procedure that required an abdominal approach and then a thoracic approach, performed consecutively, in one operation. A humming noise was noticed on the harmonic scalpel during the procedure. The device did not seal properly, leading to patient bleeding. After the abdominal portion was completed and after positioning laterally for the thoracic portion the patient's condition deteriorated and he had to be coded, indicating he went into cardiac arrest. It was stated the patient coded twice. The patient was given blood, however the amount was unknown by the customer. The patient was taken to the ICU and returned to surgery two days later in order to have the thoracic portion completed. These are commonly used devices that are readily available.